Event description:
Consumer called to report erratic meter readings. Readings are inconsistent. Analysis run on clark error grid using mean avg. Reading (185) as reference point vs. Bd readings (46,241,268) yielded some data points in the e range of the grid, outside acceptable limits.